Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient noted "burning" around the device area, and upon applying pressure, a "stinging" sensation was experienced. It was also reported that this had been occurring intermittently since the day before. The patient mentioned that he has been doing physical labor, and was currently traveling. The device remains in use. No further patient complications have been reported as a result of this event.